Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.

Event description:
It was reported that the patient was diagnosed with hepatitis b and the ureteral stent and guide wire should be handled as infectious materials as required by the operation room. After the ureteral stent was inserted, the guide wire reached the desired site. Then the user pushed the stent upward, but the stent and guide wire got entangled and was unable to continue going upward. The ureteral stent was replaced with a new one. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was diagnosed with hepatitis b and the ureteral stent and guide wire should be handled as infectious materials as required by the operation room. After the ureteral stent was inserted, the guide wire reached the desired site. Then the user pushed the stent upward, but the stent and guide wire got entangled and was unable to continue going upward. The ureteral stent was replaced with a new one. No medical intervention was reported.